Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product

Event description:
Toothbrush head broke in son's mouth [device breakage], no adverse event [no adverse event]. Case description: a mother reported that her son of unspecified age had used an oral-b dual clean brushhead with an oral-b rechargeable toothbrush, version unknown, and the brushhead broke in his mouth. She elaborated that the lower part of the head came away from the brush. She noted that her son was fine and did not swallow any of the brushhead. The mother reported that the brushhead had been in use for about 2 months and had never been dropped. She stated that they used sensodyne toothpaste concomitantly. No symptoms developed. Dual clean brushhead with an oral-b rechargeable toothbrush, version unknown, and the brushhead broke in his mouth. She elaborated that the lower part of the head came away from the brush. She noted that her son was fine and did not swallow any of the brushhead. The mother reported that the brushhead had been in use for about 2 months and had never been dropped. She stated that they used (B)(6) toothpaste concomitantly. No symptoms developed.